Manufacturer narrative:
A ge service rep performed an over the phone site investigation. The system was rebooted during the service call. The system was found to be working as intended and put back into service. The service call was cancelled by the customer. A follow up report will be filed when additional details become available.

Event description:
It was reported that the itrak 350c system had no video on the monitor during a case. The system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.